Event description:
The contact stated the customer's meter was reading low. The customer's meter was reading in the 20's (mg/dl). The ambulance was called, and paramedics tested his blood glucose at 73 mg/dl. He was treated with glucose. The contact also stated he performed a control test and received a result of 40 mg/dl. A control test performed while troubleshooting gave a result of 41 mg/dl. The normal control range is 89-123 mg/dl. The test strips are to be returned for evaluation, an replacement strips will be sent.